Event description:
Patient states cadd legacy pump sn (B)(4) (03/20/2019) is displaying error code 1720 as soon as she puts batteries in pump and alarms with two tone alarm. Patient has tried pressing start/stop and next but alarm persists. Patient has to take batteries out to stop alarm. Pharmacy will replace device. No other information is known. The malfunction did not occur while in use and did not cause injury to the patient. The device will be returned to the pharmacy and pharmacy will be sending replacement device. Dates of use: from unk to ongoing. Diagnosis or reason for use: pah.